Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the cgm was reportedly inaccurate. The cgm was 54 mg/dl while the bg was 254 mg/dl. The patient stated that they were hospitalized (length of stay at the hospital is unknown) due to hypoglycemia (this was reported, despite the bg value being 254 mg/dl). The patient did not provide further event details. At the time of the report, the patient was not feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2 additional information. H6 health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, additional information is required.